Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the eccentric, 90% stenosed target lesion located in the severely calcified and moderately tortuous proximal right coronary artery. After pre-dilation with an unspecified apex balloon, a 3.0x16mm promus element plus stent was easily advanced and deployed at 14 atms for 30 seconds. Next a nc quantum apex balloon was advanced for post dilation, but "just past the bend the balloon hung up on the stent and stretched the stent out". The proximal segment of the stent was unharmed and apposed to the vessel wall. The nc quantum apex balloon eventually was able to cross the stent for post dilation. The physician noted some gaps which looked like the stent fractured and the proximal edge of the stent was shortened. The physician then successfully placed a non-bsc stent inside the 3.0x16mm promus element plus stent to cover the entire lesion. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).